Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the black box showed multiple loss of prime warnings with low non zero force. The rewind, load, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours and the loss of prime issue was not duplicated. The force calibration testing passed. The pump was opened to find no defects. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad down to the seal and from the case seal to the grip pad. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On(B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was alleged that the pump was not priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because of an unspecified prime issue.